Event description:
Pt put on intra aortic balloon pump in the cath lab and transported to coronary ICU. Fifteen minutes after arrival in ICU, the iabp stopped working and would not pump for the pt. The screen stated there was a malfunction #1. Perfusion cam to the unit and changed the pump out to a different oe for the pt. Pump sent to biomed for servicing. Error could never be reproduced by service and multiple steps required to get to the root cause. Dates of use: 30 minutes. Diagnosis or reason for use: to increase pt perfusion.